Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify for each file/cat how many vicryl suture devices broke post-op on one cat? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by vet that a cat underwent an ovariectomy in (B)(6) 2020 and the suture was used. After 2 or 3 days following the surgery, the breakage of the suture occurred. The suture broke on the wire length; the nodes of the cutaneous thread were intact. Additional information was requested.